Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04994 for a description of the other device. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the physician took a biopsy using a radiall jaw 4 lc - biopsy forceps, and the patient had some bleeding from the tissue; which required thermal care. They went to use an injection gold probe device, but it would not conduct any energy. The same generator and cable was used with a second injection gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The returned device was evaluated. A visual inspection found several kinks along the length of the catheter. However, the reported complaint of the injection gold probe device not conducting electricity was not able to be confirmed. The device passed all electrical testing. Based on the results of the investigation, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04994 for a description of the other device. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the physician took a biopsy using a radial jaw 4 lc - biopsy forceps, and the patient had some bleeding from the tissue; which required thermal care. They went to use an injection gold probe device, but it would not conduct any energy. The same generator and cable was used with a second injection gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.